Event description:
Boston scientific received information that a revision procedure was performed as this right ventricular (rv) defibrillation lead exhibited high thresholds. Sensing, impedance and shock impedance were within normal parameters. During the procedure loss of capture at maximum out puts was noted through the program system analyzer. The lead was then repositioned multiple times until an acceptable threshold was obtained. All other measurements were within normal limits. It was felt that the reason for the high thresholds was due to a lead dislodgment and that there could be a lot of scar tissue in the apex. No additional adverse patient effects.

Manufacturer narrative:
The rv lead was succesfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.